Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, fading serial number label and cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear part at the top of the insulin compartment fell off. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.